Manufacturer narrative:
Concomitant medical products: 5071 lead, implanted (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's two epicardial left ventricular (lv) leads were capped and replaced with an intravenous lead due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.